Event description:
It was reported that following the procedure, foreign material was found. The intellamap orion¿ catheter was used to make the disconnection of the pulmonary veins. Increased rigidity of the deflection mechanism was noticed early in the procedure. The procedure was completed successfully with this device. Upon removal the physician noted a white material on the inner side of one of the branches of the catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device returned has a foreign matter (white fibers) in the array section. The device passed the curving dimensional test. The device was sent to the (B)(4) laboratory to determine the origin of the fibers found in the distal tip. According to the attached (B)(4) report, the fibers are a cellulose material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that following the procedure, foreign material was found. The intellamap orion¿ catheter was used to make the disconnection of the pulmonary veins. Increased rigidity of the deflection mechanism was noticed early in the procedure. The procedure was completed successfully with this device. Upon removal the physician noted a white material on the inner side of one of the branches of the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).